Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot/serial# (B)(6), implanted: (B)(6) 2012, product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 30-mar-2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they received new implant on wednesday. They said that the wires were messed up on the old system. The patient said that they were told that the battery was dead and the wires weren't communicating last september at an appointment with the manufacturing representative (rep) at their doctor's office. When asked, the patient said they hadn't had any falls or trauma. The patient asked for instruction on how to use their new external devices. Reviewed general use and navigation basics. With instruction, the patient connected to implant and confirmed that stimulation is on. The patient will maintain stimulation level. Additional information was received from a manufacturer representative (rep). The rep reported that some time in september they were told about the issue. They were not told by the patient that their ¿wires were messed up.¿ the patient had notified their physician that the implant was suddenly no longer controlling their symptoms the way it had otherwise consistently done so for years, so the physician called the rep and requested that they see the patient to assess their battery. In september when the rep went in to interrogate the patient¿s battery and realized that the patient¿s battery was low and needed to be replaced, which made sense because their last (and second) battery replacement was in 2018. The patient's original lead was placed in 2008. Both the doctor and patient raised the concern that the patient was maybe going to need to receive an MRI below the neck in the near future, so the benefits of a lead replacement were discussed with both. As part of the routine device interrogation, they ran an impedance check on the patient's device and found that they had over 4,000 ohms of impedance on all 4 electrodes of their device. They denied remembering having any recent falls or trauma. They were already going to be replacing the lead along with the battery anyway so that they could have full body MRI compatibility, but the realization that the lead had impedances put the nail in the coffin on the need for both a battery and lead replacement.